Event description:
As reported by our affiliates in (B)(6), the patient who underwent an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. When physician wanted to implant the valve, there was a balloon burst. There was difficulty during withdrawal of the system, which was removed with surgical cutdown. The femoral artery was injured when the system was removed. Post-tavi procedure, the femoral artery was repaired with a covered stent. The patient outcome was good. As per medical opinion, the perceived root cause of the balloon burst could be due to manipulation error. The physician was not very experienced.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Update to b4, d9, g3, g6, h2, h3, h6 (component code, impact code, type of investigation, investigation findings and investigation conclusions) and h10 to reflect device evaluation. The 29mm commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: the balloon I/c bond was torn with the wings flared out and the crimped valve with the balloon material was bunched towards the distal end indicating delivery system withdrawal difficulties. Functional testing was not performed due to the nature of the complaint. Dimensional testing was performed on the double wall thickness measurements of the crimp balloon and was found to be within specifications. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. In addition, the delivery system is tested and inspected on sample devices from each lot underwent product verification (pv) testing. The samples were inspected for physical damage and balloon tensile testing. No failures occurred during product verification testing and the lot was released. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The commander delivery system IFU, device preparation manual, and device procedural training manual were reviewed for guidance and instructions on device preparation and usage involving the commander delivery system and esheath usage. The device procedural training manual provides guidance on valve alignment. Perform valve alignment in the straight section of the aorta, unlock the balloon lock, pull straight back slowly at the y-connector until part of warning marker is visible, and lock the balloon lock. Obtain a magnified perpendicular fluoroscopic view and slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Note that if the valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. In addition, the training manual provides guidance on thv retrieval through sheath after balloon burst. If delivery system balloon bursts or leaks during deployment without thv embolization, do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position, check for pv leaks under echo and if post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system, when removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip and watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events were confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of DHR, lot history, manufacturing mitigations, and chr did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'when the valve was about to be implanted, there was a balloon torn. There was difficulty during withdrawal of the commander delivery system with the crimped valve and esheath, removed with a surgical cutdown'. It was also reported that the patient's vessel anatomy was very tortuous, and, per medical opinion, 'perceived root cause of the balloon torn could be due to manipulation error. The physician was not very experienced'. Tortuosity can create non-straight sections in the patient's vessel anatomy. Performing valve alignment in a non-straight section of the vasculature can cause the valve to 'dive' into the lumen of the flex tip where part of the crimped valve slides into the flex tip. If the thv is unseated (non-coaxial placement of the valve in relation to the flex tip) during alignment, it ca reslut in higher than usual valve alignment forces and it is possible that increased forces and tension could have then weakened the balloon causing the balloon to tear. Additionally, patient tortuosity can cause challenging anatomy which can create non-coaxial withdrawing angles resulting in the distal end of the delivery system catching onto the sheath tip, evidence of withdrawal difficulty can be seen on the returned sheath tip damage. It is possible that the torn balloon with crimped valve was withdrawn at a non-coaxial angle and may have resulted in the reported withdrawal inability. In this case, available information suggests patient (tortuosity) and procedural factors (valve alignment performed in a non-straight section / withdrawal of torn balloon / withdrawal of crimped valve / excessive manipulation / non-coaxial withdrawal) may have contributed to the reported event. A conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No manufacturing non-conformances were identified during evaluation. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in product risk assessment (pra) and corrective action and preventive action. Potential sources of increased valve alignment forces could be residual fluid in the balloon, patient tortuosity, and performing valve alignment in a non-straight section.

Manufacturer narrative:
Supplemental report to submit pre-deco findings of balloon torn. Per pre-deco evaluation observations, there was a balloon torn at ic bond in the delivery system. Investigation is ongoing.